Event description:
Customer reported issues with the insulin pump. Customer states that their was a crack on the reservoir window and there were two cracks extending to the corners of the screen. The blood glucose reading is 21 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.